Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A search of the depuy synthes (nc) quality system found no nc¿s associated with this product/lot (product code: 472252040, lot - 4831329) combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history a search of the depuy synthes (nc) quality system found no nc¿s associated with this product/lot (product code: 472252040, lot - 4831329) combination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient suffered from infection due to implant. Doi-(B)(6) 2025. Dor- (B)(6) 2025. Affected side- left hip.